Event description:
I had surgery to repair bladder pop using mini arc sling. I have painful sexual intercourse since surgery and now bleeding after intercourse. Dates of use: 2007 to 2008. Reason for use: pop.

Event description:
Originally complaint. In 2009, I had surgery to remove parts of the mini arc sling that had eroded through the vagina wall.